Event description:
It was reported that the ilet user experienced recurrent morning hypoglycemia, associated with late-night snacks during second-shift work. The device issued low glucose alerts, and the lowest documented glucose was 56 mg/dl. Symptoms included hypoglycemia and shakiness. Outcomes included self-treatment with oral glucose, and the user was advised to use glucose tablets instead of cookies; no hospitalization occurred. Investigation included review of the event details, confirmation of low alerts, and guided troubleshooting and education. Investigation of this case revealed that overnight glycemic targets on the ilet contributed to hypoglycemia when combined with unannounced late-night snacking, and the cgm alerting function operated as intended. The user¿s targets were adjusted to a lower primary target with a usual secondary target from 1 a.m. To 8 a.m. Per clinician guidance. It was concluded, based on previously established findings for similar reports, that user-specific therapy settings and meal timing were the likely causes, and education with target adjustments constituted appropriate mitigation.